Manufacturer narrative:
Results: perforation, severely calcified, tortuous and narrow in diameter iliac arteries. Conclusion: severely calcified, tortuous and narrow in diameter iliac arteries.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 to 8 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as severely calcified, tortuous and narrow in diameter, 5.5 mm common iliac arteries. It was reported that the delivery system of the endurant bifurcated stent graft was inserted and was able to pass through the area that was severely calcified and tortuous. The physician tried to straighten the vessel with a body floss wire and during the pulling and pushing, the common iliac artery was perforated. When the delivery system was removed from the patient, part of the artery was on the sheath and part was on the tip of the delivery system. The decision was made to convert the patient to an open surgical repair with sewing in another manufacturer's stent graft. No clinical sequelae were reported, and the patient did well and is recovering.